Event description:
First event of two in which the intravenous (IV) solution set malfunctioned. Patient was receiving IV antibiotics and nurse noted that the medication was leaking out of the hub site. The tubing was exchanged with no leaking from the new tubing. Unfortunately, the tubing was not saved that was involved in the event.